Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic single anastomosis duodenal-ileal (sadi), during stapling of the stomach, the distal retaining suture on the anvil side did not cut to release the reinforcement material during firing. The suture was cut free using an endoshear. There was no patient injury. Medtronic's initial evaluation of the incident is that the clamping mechanismwas deformed.

Manufacturer narrative:
Additional information: g3, h3, h6, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the distal anvil suture was not released, and torn reinforcement material was visible beneath it. The returned product's clamping mechanism was deformed, with the proximal sutures cut. The distal anvil suture remained anchored, attached to a small piece of reinforcing material. Functional testing found that the distal anvil suture did not release during the cycling of the reload. It was reported that the trs material did not release. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.